Event description:
Riata rv lead was intermittently showing noise and oversensing of atrial pwaves. And inappropriately withholding rv pacing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).